Event description:
During product evaluation, the baxter service technician reported that a colleague infusion pump had an inoperable stop key on the pumphead module keypad. There is no adverse event, patient injury or medical intervention associated with this report. This devices utilizes user interface module master software (B) (4) categorized as remediated. There is no additional information available.

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4) the pump was received and evaluated by baxter. During the product evaluation at baxter, a service technician discovered an inoperative stop key on the pumphead module keypad. The pumphead module keypad was replaced.